Event description:
It was reported that multiple motor stalls and recoveries occurred. The patient had not had a magnetic resonance image (MRI). The pump was replaced. No additional information was available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath unknown product type catheter. (B)(4).